Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, per communications, neither the requested clinical information nor the device will be provided for inclusion in this investigation. Without the relevant clinical information, a thorough medical investigation cannot be rendered. Should any additional clinical information be provided, this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable cause of this event is likely wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to wear and tear. Liner and head exchanged. Primary surgery performed by same surgeon about 15 years ago at the same hospital.